Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007.seven devices were evaluated in the field and the issue was confirmed; the devices had damaged/broken electrical components. The devices were repaired and returned.six devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use.there was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 13 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.